Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns physician reported that he saw a vns pt and system diagnostics revealed high impedance. X-rays were performed and the physician stated he could visualize a fracture in the wire. The physician stated he did not have any reason for the cause of the fracture, but the pt was reported to be non-verbal and bangs his head on objects. The pt was to be referred for a full revision. The x-ray films have not been sent to the MFR to date.